Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about a plastic piece adhering to the needle at the insulin side.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 02-nov-2022. H6: investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from lot. No. 1125237, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on both samples. No foreign matter was observed on the samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about a plastic piece adhering to the needle at the insulin side.